Manufacturer narrative:
Per the tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred, and the wake button was stuck and unresponsive. Reportedly, customer took pump into a swimming pool. Customer's blood glucose level ranged from 120-130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.